Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2014 with the following findings:during testing, the pump powered on with a blank display. The pump¿s audio tones and vibrations were functional. The pump was opened and the display screen was found to be cracked. A test display was inserted and found to function properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display turned orange and went blank all at once. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.